Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe unit was broken off. This is likely caused by the physical stress of the device being dropped or being knocked. No ultrasound image was available due to the broken of probe unit. Additionally was observed, the broken probe unit was leaking, the distal end rubber coating glue was chipped, cord and insertion tube had multiple buckles, and the switch button had a cut. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for repair for the issue of damage to the distal end. There is no harm reported to any patient. Upon device evaluation, it was observed that the probe unit was broken off. This medwatch is being submitted for the reportable issue of the probe unit broken off observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event - updated with customer information received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken off probe unit likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer stated the event was identified during reprocessing the device and confirmed there was no patient impact.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.